Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and a crack was noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was cracked. This was noted before the cap was used for peritoneal dialysis. There was no patient injury or medical intervention reported. No additional information is available.